Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted along with the concurrent procedure of a hysterectomy. It was reported that following the insertion of the mesh the patient experienced pain, erosion, infection, recurrence, bleeding, dyspareunia, and urinary problems. It was reported that the patient underwent mesh revision on (B)(6) 2008 along with the placement of an additional mesh. It was also reported that the patient underwent further revisions in (B)(6) 2009, in 2010, on (B)(6) 2012, and had a complete bladder lift on (B)(6) 2012. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01324 and medwatch 2210968-2013-26162. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2010 by dr. (B)(6) due to cystocele and vaginal mesh exposure.

Manufacturer narrative:
(B)(6) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01324. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary tract infections, frequency, urge incontinence, and strong odor.

Event description:
It was reported that following insertion the patient experienced recurrent urinary tract infections, frequency, urge incontinence, and strong odor.

Manufacturer narrative:
(B)(4). It was reported that patient also underwent vaginoplasty using flex hd graft on (B)(6) 2012 due to pop and vaginal mesh exposure. (Per operative report) it was reported that patient also underwent coloplast y mesh implant on (B)(6) 2012. (Per implant record).

Event description:
It was reported that patient also underwent vaginoplasty using flex hd graft on (B)(6) 2012 due to pop and vaginal mesh exposure. (Per operative report). It was reported that patient also underwent coloplast y mesh implant on (B)(6) 2012. (Per implant record).

Event description:
It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse on an undisclosed date and a sling was used. The patient experienced pain, erosion of her internal bodily tissue post-operatively. No additional information was provided at this time

Manufacturer narrative:
It was reported that the patient underwent vaginal mesh removal on (B)(6) 2016 by (B)(6) due to recurrent uti&apos;s with mesh exposure.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat cystocele, rectocele, and enterocele. It was reported that patient underwent mesh removal, robotic sacral colpopexy and lysis of massive intraoperative intraperitoneal adhesions on (B)(6) 2012 and an additional bladder lift on (B)(6) 2012. No additional information was provided.